Manufacturer narrative:
A sample of the residue was collected and an analysis is pending. The device was repaired and returned to the account. This report will be updated when additional info is received from the investigation.

Event description:
It was reported that during a scheduled routine maintenance, there was an undescribed residue found in the handpiece. There was no pt involvement or adverse consequences related to this event.